Manufacturer narrative:
The customer¿s report of infusions taking longer to infuse than programmed was not confirmed. Analysis of the pump module event log shows that at 4:35 pm on (B)(6) 2017 the module was programmed to infuse at 400ml/hr with a vtbi of 100ml, which would be expected to infuse in 15 minutes. Thirty-eight seconds later the user changed the rate to 500ml/hr. At 4:47 pm, the primary infusion completed and the device transitioned to the kvo rate of 20ml/hr. At 4:48 pm, the user programmed an infusion to run at 500ml/hr with a vtbi of 20ml. At 4:49 pm, the device alarmed for air in line. The user then channeled the device off. Functional testing found the device to be delivering fluid within specification. There were no door alarms noted during functional testing. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
The affected device has been received. A follow up report will be submitted with investigation results at the completion of the evaluation.

Event description:
The customer reported infusions took longer to complete than what was programmed; fifteen minute infusions were talking more than thirty minutes to complete.. There was no report of patient harm. The device was sent to biomed for evaluation. Biomed evaluated the device and identified a "door open" alarm occurred while performing rate accuracy test.